Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during implantation of a c-flex aspheric 970 iol. The event description provided states "back haptic jammed in the micro injector". For further information please refer to rayner intraocular lense limited's MDR 9611165-2015-00012.

Manufacturer narrative:
Rayner reports the following investigation findings: our review of production records of the c-flex aspheric 970c iol batch 114e64608 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol ((B)(4) 2014) was carried out in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric 970c iol batch 114e64608.